Manufacturer narrative:
Pump was received with battery test failed alarm due to corroded battery tube. Unable to verify pump error 24 due to battery test failed alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a multiple insulin pump error alarms. The customer¿s blood glucose level was 178 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.